Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered that there was foreign material at the distal end. This finding was due to insufficient cleaning or handling of the scope. It was observed that water tightness was lost due to wear of the scope cover packing and due to a crack on the switch box. It was also observed that the base plate was dirty due to water leakage. It was observed that the plug unit had corrosion. It was also observed that the scope connector case unit, distal end, and the adhesive around the light guide lens had discoloration. It was observed that the image guide protector had a scratch. It was also observed that the distal end was shaved. Lastly, it was observed that the adhesive around the objective lens had wear. The faulty parts were replaced. The device was inspected and passed olympus functional standards. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d8, d9, h3 and h4 were updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of positive culture test results could not be determined. Reprocessing steps were reviewed, however no deviations from the instructions for use (IFU) could be found. For the reportable event discovered during the device evaluation it was determined that the cause for foreign material at the distal end was insufficient reprocessing due to leakage at the scope cover and switch box. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii duodenovideoscope was in contact with microbial contamination. Additionally, it was reported that button two had leakage and that the endoscope was ¿broken.¿ these issues were found at reprocessing. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination /or no detection. It was mentioned by the customer during a follow up that the endoscopic retrograde cholangiopancreatography (ercp) cabinet was tested and had no contamination. Additionally, the customer mentioned that the scope did not pass the leak test so manual washing was not performed. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that precleaning was not performed immediately after the patient procedure. The customer aspirates water through the instrument/ suction channel with a suction pump. It was confirmed that the forceps elevator channel was not raised and lowered three times during aspiration. It was confirmed that aspiration was done with both the 1st and the 2nd position of the suction valve. It was confirmed that the air/water and balloon channels were flushed with water and air using an maj-1444 & maj-629. It was confirmed that the customer did not flush the air/water channel with water and air by using a mh-948. The customer confirmed that if manual cleaning is not performed within one hour after the procedure, presoaking is performed. The customer did not confirmed the location of the leak mentioned in the reported allegation. It was unknown what detergent was used during the manual cleaning process. Brush points during manual cleaning were unknown. It was confirmed that the forceps elevator was not raised and lowered three times when submerged in the detergent solution. It was also confirmed that the forceps elevator was not flushed. It was confirmed that the distal end was not flushed with an maj-2319 using a distal end flushing adapter. The scope is not rinsed prior to manual disinfection. It was unknown if the customer performed manual disinfectant on the scope. The device and the products used during the automated endoscope reprocessor (aer) treatment were unknown. It was unknown how the endoscope I dried nor was it known how the endoscope was stored. It was unknown if all channels were connected with tubes when the endoscope was setting into the aer. The water quality of the rinse water was unknown. The concentration and expiration date of the disinfectant was unknown. It was unknown if the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.